Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). As lot # 15866218m was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient, underwent a left supraventricular extrasystoles procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered a cardiac tamponade which required pericardiocentesis and one extra day of hospitalization. The patient¿s medical history is unknown. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. Settings during the event include: power-control mode at 30 watts, temperature cut-off at 48 celsius degrees, irrigation flow setting of 17 ml/min and the sheath used was a st jude medical sl1 8,5f. Per 21 cfr, part 803, this complaint is reportable.